Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient is reportedly doing well. This is the final report.

Manufacturer narrative:
(B)(4). This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing poor performance and tinnitus with use of the device. Programming adjustments were made; however, this did not resolve the issue. The recipient was prescribed 60 mg of prednisone daily for three weeks.

Manufacturer narrative:
The recipient was prescribed steroids for the low frequency hearing. The recipient is reportedly doing well and the tinnitus has been resolved.

Manufacturer narrative:
The recipient reportedly did not have tinnitus. The recipient was prescribed steroids on (B)(6) 2015 for three weeks. The recipient was prescribed a second round due to a recent reported drop in hearing. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.